Event description:
In this event, it was reported that an estylus handpiece 1:5 ca attachment became hot while in use; no injury resulted.

Manufacturer narrative:
The device is available for eval, though results are not available as of this report. Eval results will be submitted as they become available. A DHR review was conducted with no discrepancies noted.